Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm for which the customer performed a set change. The customer also reported that she had blood and stinging at the insertion site. Blood glucose level at the time of the incident was over 400 mg/dl. The customer stated that one of the sites bled through her clothing. The customer was sent replacement infusion sets. The insulin pump was not replaced or returned for analysis.